Manufacturer narrative:
Additional information: h3, h6, h10 per analysis update. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed. The physician suspected the patient twiddled the loop and disrupted the site. The device was explanted and replaced. The patient was stable prior to, during, and after the procedure.